Manufacturer narrative:
A vaginal sample was collected from a symptomatic patient and tested according to the IFU with xpert CT/ng. Result was CT detected and ng detected. As the codetection is unusual in this laboratory, the physician reviewed the curves and noticed a bumping CT curve. Considering this curve a false positive, the result was not reported neither the sample retested. The analysis of the curve showed a noisy CT curve. There was no impact on the patient as the result was not reported and there was no delay in the report of the ng positive results. The laboratory reviewed all the results of xpert CT/ng tests performed over 10 days prior to the event and did not notice any other abnormality. The likely root cause of this false positive is noisy curve which is considered a malfunction and therefore, this case is deemed reportable. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert CT/ng test and the unavailability of that product lot to be returned to cepheid.

Event description:
On 12-sep-2025, the customer reported a discrepant result associated with xpert CT/ng lot 36805/1001483288. On (B)(6) 2025, a vaginal sample was collected from a symptomatic patient using a cepheid collection device and stored at 4°c for future testing. On (B)(6) 2025, the sample was tested using the xpert CT/ng (chlamydia trachomatis/neisseria gonorrhoeae) assay. The test result was CT detected; ng detected. This result was not reported to the physician. Upon reviewing the amplification curves, the customer observed an unusual bump on the ct1 probe, which may have led to a potential false positive result for CT. No retests of the sample were mentioned. There was no impact on patient.